Event description:
The customer reported the monitor will not display an image. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply. System operates as intended.